Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. According to the complaint report, the filter had tilted. First attempt of filter removal was unsuccessful, but the filter was removed in the second attempt using laser to detach the filter hook from the ivc wall. Based on the limited information provided, it would be inappropriate to speculate on what may or may not have led to the reported tilt and difficult retrieval. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the filter had not migrated nor fractured. The filter had tilted. The filter was removed intact. On 23dec2016 additional information received: the ivc filter was tilted when physician went to perform initial retrieval. The filter could not be retrieved. The patient later contacted physician to discuss further options of having the filter removed. Patient was brought back to have second attempt at filter retrieval. During this procedure it was required to use a laser to detach hook of filter from ivc wall. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter had not migrated nor fractured. The filter had tilted. The filter was removed intact. On 23dec2016 additional information received: the ivc filter was tilted when physician went to perform initial retrieval. The filter could not be retrieved. The patient later contacted physician to discuss further options of having the filter removed. Patient was brought back to have second attempt at filter retrieval. During this procedure it was required to use a laser to detach hook of filter from ivc wall. Patient outcome: unknown as information was not provided.